Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and was hospitalized. The customer is wondering if something is wrong with the insulin pump. Customer reported her blood glucose was in the 600's mg/dl. The customer was at work at the time of incident and was unable to treat before arriving to the hospital. When customer left work she was 577mg/dl and climbing. The customer was diagnosed with diabetes ketoacidosis. Customer was treated with insulin and an IV. The customer was wearing the insulin at the time of hospitalization. Customer does not feel any leaks coming from the tubing. Customer stated the cannula was bent. The customer stated a no delivery alarm, however the insulin pump passed high pressure test.